Event description:
The facility's biomed reported an infusion pump with a failure code 550 which had occurred during biomed testing. The biomed stated that there was no patient incident reported on this pump since the last baxter service event.